Event description:
On (B)(6) 2011, during initiation and getting up to flow with cardiohelp (serial number (B)(4)) at (B)(6), someone stepped on the power cord and disconnected it partially from the power outlet. The cardiohelp read "ac voltage error". After plugging the cord back in, the perfusionist and ECMO specialist could not get the error message to reset. The unit was powered off and reboot, but the flow probe was not exactly zeroed (read about -0.1 lpm). Therefore, the unit would not power off. The flow probe was re zeroed and unit was restarted. The message was not there after restart. According to the customer, no other issues reoccurred after the unit was restarted. (B)(4).

Manufacturer narrative:
(B)(4). Per complaint (B)(4), this complaint type was investigated by maquet (B)(4). This behavior was identified as a normal behavior of the device when the mainpower is intermittently plugged and unplugged. This is a precautionary safety measure as to not damage the power supply unit of the device. (B)(4).